Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose result was 319 mg/dl at 12:00 a.m. And she administered 3.5 units of insulin. At 1:30 a.m., the patient's blood glucose level was 344 mg/dl and she administered 5.0 units of insulin. The patient went to the hospital at an unknown time and was treated with an insulin pen. The patient was in the hospital for "around 4 hours." The patient's blood glucose level was 180 mg/dl at 3:00 a.m., 168 mg/dl at 5:30 a.m., 321 mg/dl at 9:00 a.m., and 392 mg/dl at 11:30 a.m. The patient did not want to provide more information. The infusion device was requested to be returned for product evaluation.